Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the customer was instructed to reset pump to clear malfunction alarm. There was no reported adverse impact to the customer's blood glucose level.